Event description:
The MFR received info from a third party service center alleging a ventilator would not work on ac power. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at a third party service center, the customer's complaint was confirmed. The device's power supply was replaced to address the issue.